Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years nine months of post deployment, computerized tomography-abdomen/pelvis was revealed that the inferior vena cava was occluded at the inferior l3 level. There was only a small amount of contrast identified within the atretic cava below the level of the filter. Cava was occluded above the level of the filter to the confluence with the left renal vein. The legs of the filter extended outside of the atretic cava. One of the struts abuts the very anterior right aspect of the aorta. Several of the struts were near the posterior wall of the third portion of the duodenum. There was a fractured strut that extends superiorly separate from the filter along the anterior medial aspect of the right psoas muscle. Fractured filter leg within the right retroperitoneum. Around, one year and twenty-six days later, complex inferior vena cava filter retrieval was performed. The fractured/embedded infra renal inferior vena cava filter was retrieved. The specimen removed was 1 fractured inferior vena cava filter with 4 legs and 2 arms intact. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter limb detachment and occlusion of the inferior vena cava (ivc) filter. However, the investigation is inconclusive for filter tilt and patient experienced thrombus above the filter post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device code: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient after being diagnosed with venous thromboembolism, lupus anticoagulants, and subdural hematoma. Approximately four years and ten months post vena cava filter deployment a computed tomography scan demonstrated the filter tilted, occluded, limbs perforated through the inferior vena cava into the duodenum, and thrombus was within and above the filter. Approximately three months later, a detached filter limb that was in the right retroperitoneum and limbs perforating the inferior vena cava and duodenum were retrieved during an open abdominal procedure. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - perforation of other acute or chronic damage of the ivc wall. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years ten months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters; movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU; perforation of other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years ten months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt, perforation of the ivc, limb detachment, filter occlusion and thrombus above the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device code: 4001).

Event description:
It was reported that approximately four years ten months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information: it was reported through the litigation process that an inferior vena cava (ivc) filter was placed in a patient after being diagnosed with venous thromboembolism, lupus anticoagulants, and subdural hematoma. Sometime post filter deployment a CT scan demonstrated the filter tilted, limbs perforated through the ivc into the duodenum, and thrombus was within and above the filter. Approximately three months later a detached filter limb that was in the right retroperitoneum and limbs perforating the ivc and duodenum were retrieved during an open abdominal procedure. The patient experienced abdominal pain; however, the current status of the patient is unknown.